Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that the tip of the catheter cracked when getting through the tunnel.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no ncr related to the reported issue for the involved lot. No changes were identified that may impact the product/process related to reported condition during a period of six months prior to manufacturing date. A sample was provided to the manufacturing site for analysis and investigation. The sample consisted of one permcath catheter that came inside a generic plastic bag. The sample was manipulated; the cuff was received frayed. Visual inspection was performed and it was observed that the tip was separated from the shaft of the catheter. Maximized photos were taken to better analyze the defect and peaks in the material contour of the broken area were observed. As part of the evaluation, a new tunneler was used with a new permcath catheter in order to replicate the reported failure. Excessive force was applied to pull the catheter tip placed in the tunneler and it was possible to break the tip from the shaft; peaks of the catheter material were found in the broken area of the replicated failure very similar to the complaint sample. The evidence provided is not enough to relate this event to the manufacturing operations as the sample received presented signs of use and it became damaged after being manipulated by the customer. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for the reported amount of time; for this reason the catheter was more likely damaged during use and the most possible root cause can be considered as misuse (excessive force applied at the moment of the catheter implantation). No trends or triggers have been found, therefore a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.